Manufacturer narrative:
The nurse reported that the unit is showing a communication loss error on the bedside and on the cns sector. The nurse states that they can still see the waveforms on the beside monitor but just the communication loss error on the cns monitoring the bedside. No patient harm was reported. Investigation summary: customer reported that a bedside monitor was showing communication loss on the cns. Customer indicated that they are still able to see the waveforms on the bedside monitor itself. On a follow-up with customer, customer indicated that the issue was resolved. However, they do not recall how it was resolved. Based on the available information, a definitive root cause could not be identified. As only this bedside monitor is experiencing the issue, it is possible that the issue is related to the network connection of the bedside monitor. The network cable of the bedside may have been loose, or it may have been damaged. The transformer connecting the ethernet cables may also be damaged. A definitive root cause could not be identified therefore no corrective actions would be warranted. The following fields are not applicable (na) to this report: b2 d4 lot # & expiration date d6a & d6b d7b f1 - f14 g4 device bla number g5 g7 h2 h7 h9 the following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6 b6 b7 d10 attempt # 1: 06/01/2021 called the customer left voice message for more information: no response was received. Attempt # 2: 06/08/2021 called the customer left voice message for more information: no response was received. Manufacturer narrative; b4: date of this report. G3: date received by manufacturer. G6: type of report. H2: if follow-up, what type? H4: device manufacturer date. H6: adverse event, type of investigation. H10: additional narrative/data.

Event description:
The nurse reported that the unit is showing a communication loss error on the bedside and on the cns sector. The nurse states that they can still see the waveforms on the beside monitor but just the communication loss error on the cns monitoring the bedside. No patient harm was reported.

Manufacturer narrative:
The nurse reported that the unit is showing a comm loss error on the bedside and on the cns sector. The nurse states that they can still see the waveforms on the beside monitor but just the comm loss error on the cns monitoring the bedside. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. (B)(4).

Event description:
The nurse reported that the unit is showing a comm loss error on the bedside and on the cns sector. The nurse states that they can still see the waveforms on the beside monitor but just the comm loss error on the cns monitoring the bedside. No patient harm was reported.